Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter came out of the patient after the balloon was inflated and it seemed to have a leak in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter came out of the patient after the balloon was inflated and it seemed to have a leak in the balloon.